Manufacturer narrative:
(B)(4). The event of pain is expected. The events of hearing loss and headache are not labelled. This is the first report received concerning hearing loss and headache. No corrective action initiated. Pharmacovigilance comment: july 10, 2017. Limited information received, for the moment we have assessed conservatively to include the hearing loss in left ear as a serious event but we would consider it unlikely related to the filler treatment but cannot completetly exclude a causlity to the treatment procedure. The other events are assessed as non-serious and possibly related to the treatment. There are many alternative etiologies for the reported adverse events including: ear infection, wax buildup and presbycusis (age-related hearing loss).

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2017 by a physician referring to a (B)(6) female patient. This narrative is also based on follow-up information received (B)(6) 2017. No information was provided about the patient's medical history, concurrent diseases, concomitant medication, history of allergies or previous filler treatments. It was reported that the patient was healthy. On an unknown date, the patient received treatment with 1 ml restylane perlane (lot no. Unknown) to the right and left zygomatic region (0.5 ml per side) on the periosteum plane with an in bolus technique and an unknown needle. A few hours after the treatment, on an unknown date, the patient experienced intense headache behind the left ear (headache) for two days and hearing loss left ear (deafness unilateral). On an unknown date, the patient also experienced much pain (pain) at an unknown location. On an unknown date, the patient met with a physician (unspecified whether it was the reporting physician or not) and received medication that was unspecified. The reporting physician met with the patient 30 days after the procedure and informed that there were no signs of swelling or hematoma at the implant site. The patient is seeing a otylaryngologist. The reporter causality information not received. The company causality: hearing loss on left ear is considered unlikely related to the filler treatment but cannot completetly be excluded to the treatment procedure. The other events are assessed as possibly related to the treatment. At the time of the report the outcome of the adverse events was unknown.